Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on december 14, 2017. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient underwent revision surgery on two separate occasions to excise skin (dates not reported). The implanted device remains.